Event description:
The following information was provided: the customer reported that date of the event: 12/24/2025. Location of the event: blood disorders. Reason: during follow-up after inguinal hernia repair, the following was observed: "resorptive granulomatous inflammation on prosthetic particles with a morphology consistent with polyethylene debris." The right knee prosthesis was implanted on (B)(6) 2015. Proven consequences: resorptive granulomatous inflammation on prosthetic particles with a morphology consistent with polyethylene debris? Have you recorded similar incidents involving this lot or this product reference? The right knee partial prosthesis remains in the patient to this day.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.